Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table and found that the table's floor lock feet were damaged. The table was installed in 1998 making it approximately 23 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The 3085 sp surgical operator manual states (6-1), "3.3 check floor lock system; have qualified technician adjust if needed. 6x per year 3.4 verify presence of all foot pads. 6x per year." The technician replaced the floor locks, tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 sp surgical table became unlocked. User facility personnel relocked the table with the hand control and the procedure was completed successfully. No report of injury or procedure delay.